Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, g3, g6, h2, h6, h11. Visual examination of the returned product identified there was damage to the lip and to the locking feature of the device. The outer spherical radius does not have any visible damage. The height and width of the liner were used to confirm its size with both matching the print. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. The complaint is confirmed based on the returned, damaged device if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Event description:
It was reported that during a procedure, the surgeon was unable to sit the liner flush with the cup. There was a 45-60 minute delay and the procedure was completed using another device. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: 110010263 item name g7 osseoti multihole 50mm d lot # 7586687 g2: foreign: singapore the product has been received by zimmer biomet. The investigation is currently in process. Once the investigation has been completed, a follow-up report will be submitted.